Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the pump was emitting multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/20/2014 with the following findings:a review of the pump¿s black box history showed one replace battery alarm was recorded on 04/15.2014. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses occurred during testing. The pump was able to perform multiple ¿load step¿ functions with no failures or call service alarms occurring. The pump electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. There was no evidence of intermittent contact found to the battery terminal contacts. The complaint of short battery life and multiple replace battery alarms was observed in the pump history but was not able to be duplicated during investigation.